Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Additional information: the actual device batch number associated with this event is not known. The account reports the following possible batch number: dl5261 mfg date 10/31/2011, exp date 10/31/2016. In addition, a review of the batch manufacturing record for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and suture was used for the joint capsule closure. The patient presented with pain, swelling, dislocation of the patella and failure to progress after the total knee replacement. A reoperation was performed. The surgeon noted during the medial retinacular repair that the suture was completely dissolved in less than six weeks.